Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that while in use on a patient, the ventilator screen went blank. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.